Event description:
A customer reported that during the laser treatment there was suction loss halfway into the creation of the flap. They attempted to regain suction with the same pt interface, but the system displayed a message. They exchanged the pt interface and continued the procedure. There was vgb (vertical gas breakthrough) 6 mm away from the pupil, nasally. The reporter indicated that pt head movement and suction loss contributed to the vgb.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. System history shows that the laser was verified successfully prior to the date of event, and was found to be within specifications. Log file review shows that there were two breaks during treatment and the procedure was finally aborted after the message 'vacuum pumps stopped - treatment is cancelled' appeared. The vacuum value, up to this point, was within the tolerance and no falling trend could be seen. After that the treatment was started again. This treatment was also aborted following the message "please position suction ring on eye and press footswitch for vacuum." The third treatment is carried out and runs, according to the log files, without problems and at constant values for suction. A pt interface was returned for eval. No problem could be detected during failure analysis. The pt interface components are undamaged and suction could be achieved without any problem. The root cause could not be identified. An internal investigation has ben opened. (B)(4).